Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
It was reported that the pump had not been working for 3 years. It was stated that the nurse who put the pump in forgot to turn it on or check on it. It was further stated that the pump was implanted, but was not turned on. However the patient thinks the pump may be turned back on, but she was not sure.

Event description:
Additional information received from the patient reported that the patient was released to hospice in (B)(6) 2014, and hospice had taken over the patient's medications until (B)(6) 2014. The hospice had cut down the patient down to 300mg/day, and her managing physician refused to see her. Hospice quit services in (B)(6) 2014, and this was when the patient started experiencing withdrawal that was related to the oral drugs. If additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jul-10. An alarm was heard and confirmed by telemetry. A critical alarm had occurred, eos (end of service) occurred on (B)(6) 2014 and stopped pump may exceed tube set occurred on (B)(6) 2014. It was stated that the pump was abandoned electively and instead of programming the pump to off state, it was programmed to stopped pump mode. The patient was currently in a facility and the pump had been alarming and they wanted that to stop. The representative interrogated the pump. The representative followed the screen prompts and addressed eos updating the pump. There were no symptoms reported. It was stated that the patient was receiving 20 mg/ml morphine at the dose of stopped mode. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2007, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient that was previously receiving morphine (concentration and dose were unknown by the reporter) via an implantable pump. The indication for use was noted as non-malignant pain and other non-malignant pain. On (B)(6) 2015, it was reported that the pump battery died due to longevity and was no longer alarming. On (B)(6) 2014, the patient's pain returned. The patient also experienced withdrawal symptoms on (B)(6) 2014 due to not getting any more oral medication; the withdrawal was not from the pump, but from no longer being prescribed oral morphine. The patient stated that she was ¿terminal.¿ since (B)(6) 2015, the patient¿s ¿arms and legs are numb and turning black and blue like it did back before back in 2010.¿ the patient no longer had a pump managing physician and was looking for a new one. No one wanted to deal with it at all; she had even taken an ambulance to the hospital and they turned the patient away in (B)(6) 2014 and (B)(6) 2015. Per the patient, ¿hospice quit, doctor quit, and hospital won¿t do anything.¿ the patient stated that she couldn¿t get the pump replaced; she had no options now because of her health. The patient also took blood pressure and heart medications, but had recently run out of her blood pressure medication. Follow-up information was received on (B)(6) 2015 and it was reported that the patient had not found a pump managing physician. The patient¿s condition had worsened a lot since (B)(6) 2015. She was afraid to even take an ambulance now for fear of being turned away again as it would be very painful to ride home in a car. The patient¿s prior pump managing physician told her that if she didn¿t go through the surgery to switch pumps that she couldn¿t return to the clinic. The patient stated that she tried, but she guessed it didn¿t matter because waiting 3 years made surgery impossible. The patient¿s heart was too weak and withdrawal took its toll. The patient no longer moved much for fear of chest pain and now she prayed ¿daily that my heart will stop soon just to get out of this nightmare.¿